Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure after transeptal puncture (tsp) a clot was noted via transesophageal echocardiography (tee) at the tip of the was sheath. Half the heparin dose was administrated to the patient before the tsp and the other half after. The was sheath was aspirated and pulled from the patient body. The was sheath was then flushed, and the clot came out of the was sheath. The activated clotting time (act) was 175. More heparin was administrated, and the physician wait until the act reached 245 to begin the procedure again. The physician successfully implanted a 20mm closure device with no further patient complications. It was further reported that the patient was discharged the same day. The was sheath was in the left atrium when the semi mobile clot was noticed it on echocardiography.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure after transeptal puncture (tsp) a clot was noted via transesophageal echocardiography (tee) at the tip of the was sheath. Half the heparin dose was administrated to the patient before the tsp and the other half after. The was sheath was aspirated and pulled from the patient body. The was sheath was then flushed, and the clot came out of the was sheath. The activated clotting time (act) was 175. More heparin was administrated, and the physician wait until the act reached 245 to begin the procedure again. The physician successfully implanted a 20mm closure device with no further patient complications.